Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during a sensor session. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.